Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported letter g key stuck every time you press a key on the keypad the g key registers simultaneously. The evaluator found the letter g key and others malfunctioning. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a letter g key was stuck every time you press a key on the keypad the g registers simultaneously. There was no patient involvement. No additional information is available.